Event description:
The customer reported that the system had a pre-charge voltage error and shut down during a case. There was no pt injury or death reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.